Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call for high blood glucose. Blood glucose was over 400 mg/dl since lunch time. Customer reported that at 9:49am blood glucose was 190 mg/dl. After some time customer gave herself a bolus of 7.7 units and blood glucose was 396 mg/dl. Customer treated high blood glucose with manual injection of 6 units at the time of the call. Customer reports they have not contacted their healthcare provider regarding the high blood glucose. Customer is not calling back to perform an high pressure test. Customer reported that during troubleshoot for the high blood glucose the cannula was bent. The insulin pump will not be returned for analysis.